Event description:
It was reported that during a pta procedure, the catheter broke proximal to the balloon inside the pt. The catheter portion was retrieved. The pt went to surgery. Pt status is unknown.